Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 11-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. Her medical history included suspected nickel allergy ( with some jewelry that contain nicked she got an allergic reaction in the past. This was mentioned during the essure treatment, but the physician indicated that the coils would not cause any complications)on (B)(6) 2010 essure (fallopian tube occlusion insert) was inserted. It was reported that she had a painful placement. She reported that she had adhesion as a complication of insertion. On an unspecified date the consumer experienced pain in pelvis, increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, pain during ovulation, lower back pain, arthralgia, dizziness, tiredness, insomnia, memory loss, concentration problems and menopause complaints. She stated that she had work-related problems. She contacted a physical therapist and had lung examination, MRI, ECG, electroencephalogram, std testing, sleep research and blood test but results were not provided. Company causality comment:this spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis. This event is serious due to disability and is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since she had work-related problems, interpreted as disability, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow-up received on 09-sep-2016: quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1522 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis. This event is serious due to disability and is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since she had work-related problems, interpreted as disability, this case is regarded as incident. Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.